Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated the display screen is badly scratched all over. The reporter stated there is a haze from scratches on screen that makes it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display lens was scratched. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.